Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for plunger rod difficult to move and the 1st related complaint for plunger rod separates on lot # 7065613. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7065613. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rods are difficult to move and separate. This was discovered during use. The following information was provided by the initial reporter: material no.: 328418 batch no.: 7065613. It was reported the plunger rods are difficult to move and once she pulled so hard the rod came completely out.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rods are difficult to move and separate. This was discovered during use. The following information was provided by the initial reporter: material no.: 328418, batch no.: 7065613. It was reported the plunger rods are difficult to move and once she pulled so hard the rod came completely out.

Manufacturer narrative:
The following fields have been updated with corrections: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-04-22. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for plunger rod difficult to move and the 1st related complaint for plunger rod separates on lot # 7065613. Investigation summary: customer returned four (4) 31gx8mm, 1ml bd insulin syringes from an open polybag from lot 7065613. Consumer reported the plunger rods are difficult to move and once she pulled so hard the rod came completely out. All four returned syringes were examined, then tested for plunger rod movement and the following was observed: 3 syringes with plunger rods that were able to move properly. 1 syringe with a plunger rod that separated from the stopper (see attached photos). Samples will be forwarded to manufacturing (holdrege) on 29apr2020 for further review. A review of the device history record was completed for batch# 7065613. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200686702, 200686655] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation (B)(4). On 04may2020, holdrege received (4) 1ml 31ga x 8mm syringes in an open polybag from material 328418, batch 7065613. All samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of three of the syringes found the plunger and stopper to move smoothly within the barrel. It was observed that the plunger and stopper on the fourth syringe were not attached to each other. The plunger was then pushed into the opening of the stopper. After the plunger was assembled to the stopper, the plunger and stopper moved freely within the barrel. There was adequate silicone to facilitate movement of the plunger and stopper. Process summary: the automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. No root cause can be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.